Manufacturer narrative:
H3: the 8784 catheter was received 2026-may-11, however analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the pump revision kit cathete r segment was returned for question of blockage.

Event description:
Information was received from multiple sources including a patient and a healthcare provider (hcp) via a manufacturer's representative (rep) regarding the patient receiving gablofen (2000mcg/ml at 471mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the patient had withdrawal symptoms and increased spasticity. It was unknown if there were environmental, external, or patient factors relating to the issue. Diagnostics included a dye study, and surgical intervention occurred. A catheter revision was performed (B)(6) 2026. The previous spinal segment of their catheter was ligated and partially explanted and discarded by the customer, and their previous pump revision kit segment and collet was explanted. The catheters were replaced with a new catheter, both the spinal and pump segment. The pump revision kit segment that was explanted will be returned to the manufacturer. The issue was resolved at the time of the report. Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provider (hcp). It was reported that the dye study showed a hinderance in drug delivery. It was clarified that the previous spinal segment of the catheter was ligated and remains in the patient, and the pump revision kit segment was explanted and discarded by the customer. A new catheter was implanted to replace both segments.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6), implanted: (B)(6) 2016; explanted: product type catheter product ID 8784 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-apr-2018, UDI #: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 03-feb-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.